Event description:
It was reported that laa thrombosis occurred, which led to the cancellation of the procedure. It was reported that a faradrive steerable sheath clear was selected for use during an ablation procedure to treat atrial fibrillation. After completing the transseptal puncture, left atrial ice imaging identified a thrombus in the left atrium appendage, and the procedure was subsequently canceled. No patient complications were reported. The patient is expected to make a full recovery. No malfunction with the device was reported. No further information was reported. The product is not expected to be returned for analysis, as it was disposed of at the facility.

Manufacturer narrative:
Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. Device technical analysis: it was indicated the device was disposed of by the facility; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a risk review performed for the faradrive steerable sheath clear device confirmed that the events of thrombosis is known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported events of thrombosis is known inherent risks of the faradrive steerable sheath clear device. Thrombosis is an expected procedural complication addressed within the IFU for the faradrive sheath. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that laa thrombosis occurred, which led to the cancellation of the procedure. It was reported that a faradrive steerable sheath clear was selected for use during an ablation procedure to treat atrial fibrillation. After completing the transseptal puncture, left atrial ice imaging identified a thrombus in the left atrium appendage, and the procedure was subsequently canceled. No patient complications were reported. The patient is expected to make a full recovery. No malfunction with the device was reported. No further information was reported. The product is not expected to be returned for analysis, as it was disposed of at the facility.